Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: h6, no code available is used to capture device revision & replacement. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
In the article entitled ¿the early migration of a partially cemented fluted pegged glenoid component using radiostereometric analysis¿, by david nuttall, phd; john f. Haines, frcs; and ian a. Trail, md, frcs; was reviewed. The purpose of the study was to measure the micromotion of this partially cemented fluted pegged glenoid component of rigid bodies in three dimensions. In a prospective study between 2006 and 2010, 16 patients with primary osteoarthritis underwent total shoulder arthroplasty using an offset humeral head, 11 were remaining throughout the course of the study. The global shoulder arthroplasty system (depuy international, leeds, UK) was used in all cases. The study does not state any complications and is focused on observations from rsa¿s. The study reports that the rapid early migration in this present study was not observed in earlier rsa studies of the glenoid. In addition, the presence of focal lucency has not previously been associated with migration of the glenoid. Both observations are novel and only apply to this specific glenoid implant. However, it is not known what the clinical significance of the absence of osseointegration, because the rsa results indicate some implants have reached a plateau, while others continue to migrate. Particle-induced osteolysis is also a possibility. The article¿s authors also postulate that lack of initial fixation leads to early movement of the glenoid component and failure of osseointegration.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint was received into the company in the form of a literature paper with the following comment: in the article entitled ¿the early migration of a partially cemented fluted pegged glenoid component using radiostereometric analysis¿, by david nuttall, phd; john f. Haines, frcs; and ian a. Trail, md, frcs. No products were received and no further product information was received. The literature paper was forwarded to clinical specialists for review. They commented: the purpose of the study was to measure the micromotion of this partially cemented fluted pegged glenoid component of rigid bodies in three dimensions. In a prospective study between 2006 and 2010, 16 patients with primary osteoarthritis underwent total shoulder arthroplasty using an offset humeral head, 11 were remaining throughout the course of the study. The global shoulder arthroplasty system (depuy international, leeds, UK) was used in all cases. The study does not state any complications and is focused on observations from rsa¿s. The study reports that the rapid early migration in this present study was not observed in earlier rsa studies of the glenoid. In addition, the presence of focal lucency has not previously been associated with migration of the glenoid. Both observations are novel and only apply to this specific glenoid implant. However, it is not known what the clinical significance of the absence of osseointegration, because the rsa results indicate some implants have reached a plateau, while others continue to migrate. Particle-induced osteolysis is also a possibility. The article¿s authors also postulate that lack of initial fixation leads to early movement of the glenoid component and failure of osseointegration. Without returned parts, no further investigation of the associated products can be made. No investigation as to manufacturing defects can be made without product codes and batch numbers. Post-market surveillance is per (B)(4). No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.